Event description:
The plaintiff's attorney alleged that the patient experienced cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the this event. A follow-up report will be submitted upon receipt of any additional information.